Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that prior to a surgical procedure at the user facility that foreign material was found in the sterile packaging of the product. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that prior to a surgical procedure at the user facility that foreign material was found in the sterile packaging of the product. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.